Event description:
The customer reported, the pt was connected with adult radiolucent pads when the pads ECG signal was intermittently lost (dotted lines / pads off). The device was replaced with another defibrillator. There was no adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported the pt was connected with adult radiolucent pads when the pads ECG signal was intermittently lost (dotted lines / pads off). The device was replaced with another defibrillator. There was no adverse pt impact. The local philips rep evaluated the device, confirmed the malfunction and resolved the malfunction by replacing the power pca.